Event description:
It was reported that the ilet issued an occlusion alert while the user was wearing a 23-inch infusion set for three days, after which insulin delivery was resumed and a full supply change was performed with troubleshooting and education provided. Symptoms included hyperglycemia with a reported peak blood glucose of 237 mg/dl lasting about 15 minutes, without ketone testing, backup therapy, or need for assistance. Outcomes included no hospitalization, no medical intervention, and no immediate health effects. Investigation included guided troubleshooting and replacement of the infusion set. Investigation of this case revealed that the occlusion resolved only after the supply change, consistent with an infusion set occlusion. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set-related occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.